Event description:
It was reported that the atrial lead exhibited high bipolar capture threshold of 6 v at 1.0 ms. The unipolar capture threshold was 1.5 v at 0.5 ms and unipolar impedance was less than 200 ohms. The patient could not tolerate unipolar pacing, so the device was programmed to an atrial output of 6.5 v at 1.0 ms bipolar. It was noted that the implanting physician removed the suture sleeve and performed a tie down on the lead itself, contrary to product labeling or intent.